Event description:
It was reported, following a coronary angiogram, a 6f angio-seal vip was used to close the right common femoral artery puncture. Following the procedure, the pt experienced an ischemic and painful leg. A computerized tomography (CT) showed an occlusion in the femoral artery at the site of puncture. Vascular surgery was performed and the angio-seal was removed along with clot. Reportedly, the angio-seal was not well apposed to the artery wall. A patch graft was implanted. The pt was reported to be recovering.

Manufacturer narrative:
No product was returned. Review of the device history was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by a duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.